Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
On (B)(6) 2014 the patient was treated for an asymptomatic aneurysm with a maximum diameter 7.8 cm with placement of a zenith flex with spiral-z technology aaa endovascular and bilateral iliac legs. The neck quality shape classification was parallel with no occlusion from plaque/thrombus. Access was obtained by cut-down. There was no reported difficulty deploying the devices. They were intact and patent with no kinks or endoleak at the end of the procedure. On (B)(6) 2014, at the post-procedure follow-up, imaging showed the devices were intact and patent, with no evidence of stenosis, kink, endoleak or migration. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2014, at the 6-month follow-up, the CT scan revealed the devices were intact and patent with no evidence of migration, kink, or endoleak. On (B)(6) 2015, at the twelve-month follow-up, the CT scan revealed the devices were intact and patent with no evidence of migration, kink, or endoleak. On (B)(6) 2016, at the two-year follow-up, CT scan showed the devices were intact and patent with no evidence of migration, or kink. A type I (distal, right) endoleak was reported. On (B)(6) 2016, the patient underwent a successful secondary intervention (distal extender placement) for a type I endoleak. The patient was hospitalized for 8 days. On (B)(6) 2017, at the 3-year follow-up, the CT scan revealed the devices were intact and patent with no evidence of migration, or kink. A type ii endoleak was reported. The patient recovered with treatment and has completed three years of the planned five year study.

Manufacturer narrative:
The maximum aneurysm diameter on the one-year follow-up was 75 mm and the inner lumen diameter of right iliac leg at narrowest segment was 9.0 mm. The maximum aneurysm diameter on the two-year follow-up was 79 mm and the inner lumen diameter of right iliac leg at narrowest segment was 10.0 mm. Investigation ¿ evaluation: the zenith flex with spiral-z technology aaa endovascular graft iliac leg remains implanted in the patient. The lot information, images of deployment, and images of anatomy post and pre-op were requested multiple times, but were not supplied to assist with the investigation. A document-based investigation/evaluation was performed. A review of complaint history, the instructions for use, manufacturing instructions and quality control data was conducted and no issues were found related to the reported issue. A review of the device history record could not be performed due to insufficient lot information. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, ¿inaccurate placement and/or incomplete sealing of the iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Inadequate overlap of the iliac leg may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. At a minimum, annual imaging is required, including: abdominal radiographs to examine device integrity (separation between components or stent fracture) and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease." Some causes of a type I endoleak are progression of the disease, improper deployment of the stent graft, migration of the stent graft, lack of ballooning at seal site, or landing in non-parallel vessel. Type ii endoleaks are a result of retrograde perfusion from collateral vessels and is related to the patient's anatomy. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.